Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/pneumothorax, when the surgeon tried the first firing however the device could not fired. Replaced by 3 new cartridges, however the same events occurred. Then replaced by the fifth cartridges, the firing was completed with no problem. No harm to the patient.